Event description:
Information received indicates the bed has no functions working.

Manufacturer narrative:
The technician found the power control module was shorted. The technician replaced the power control module to repair the bed.